Event description:
The patient experienced an unspecified cgm (continuous glucose monitor) malfunction which resulted in a low bg (blood glucose) reading. Date of event is an approximation. On 4/22/2024, the spouse reported 3 episodes. This report captures the first incident that happened in early april 2024 was during a visit from their son. The reporter was not at home during that time, and they were unable to remember the date of that incident. The patient was sitting on the sofa, and his son, who was visiting, walked him to the bedroom and was trying to talk to him, and the patient did not seem okay. The patient was presyncopal and not listening. The behavior of the display device during that time was not documented. The son thought that the patient's sugar was going down and he got him some sugar water to drink, and he became okay. The patient only said that he was hypoglycemic. Data was evaluated and the allegation was undetermined. The probable cause could not be determined as data did not reflect full investigation window. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. This is 1 of 3 reports of medical intervention that occurred three separate times. Please see related records (B)(4).